Manufacturer narrative:
Correction: d11 product event summary: two controllers (con310502 and con313751) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log files analysis revealed a vad disconnect alarm on 26-mar-2019 at 20:20:02 indicating a physical disconnection of the driveline from the controller in use (con310502). After a controller exchange to controller (con313751), a vad stopped alarm was logged at 21:30:53 indicating that the vad failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. Failure analysis of the controller (con313751) revealed that the device passed visual examination and functional testing. Failure analysis of the returned controller (con310502) revealed that the device passed functional testing, however a visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 , catalog #: 1420 , expiration date: 31-oct-2018 , serial #: (B)(4), UDI #: (B)(4), d10: yes, return date: 08-apr-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-oct-2017 h5: no h6: patient code(s): c27083, c50595 h6: device code(s): c62859 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 , catalog #: 1420 , expiration date: 31-oct-2018 , serial #: con310502 UDI #: (B)(4), d10: yes, return date: 12-apr-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-oct-2017 h5: no h6: patient code(s): c27083, c50595 h6: device code(s): c62968, c62859 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 213 h6: FDA conclusion code(s): 12, 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two additional controllers were returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis, which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2019 to parameters below the normal operating range, which was followed by an increase in power consumption on (B)(6) 2019 leading to parameters above the normal operating range. 83 low flow alarms and 14 high watt alarms have been logged since (B)(6) 2019. Additionally, log files analysis revealed a vad disconnect alarm on (B)(6) 2019 at 20:20:02 indicating a physical disconnection of the driveline from the controller in use. At 20:20:24, a vad stopped alarm was logged indicating that the vad failed to restart after several attempts, which was followed by another vad disconnect alarm. After a controller exchange, a vad stopped alarm was logged at 21:30:53 indicating that the vad failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. Failure analysis of the returned vad revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to thrombus at the inflow cannula; the thrombus likely got ingested into the vad leading to the reported high power event, which likely further led to the reported vad stopped alarms. The most likely root cause of the observed vad disconnect alarms can be attributed to the physical disconnection of the driveline from the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6). H3: yes. Additional products: controller serial or lot#: (B)(6). H6: the codes present in section. H6 correspond to components/products that comprise the reported event. Product event summary: hvad pump ((B)(6)) and two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log file analysis, which revealed a sudden decrease in power consumption and estimated flows on 25/mar/2019 to parameters below the normal operating range, which was followed by an increase in power consumption on 26/mar/2019 leading to parameters above the normal operating range. 83 low flow alarms and 14 high watt alarms have been logged since 26/mar/2019. Additionally, log files analysis revealed a vad disconnect alarm on 26/mar/2019 at 20:20:02 ((B)(6)). This vad disconnect was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. At 20:20:24, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by another vad disconnect alarm. After a controller exchange to controller ((B)(6)), a vad stopped alarm was logged at 21:30:53 indicating that the pump failed to restart after several attempts, which was followed by several more vad stopped and vad disconnect alarms. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the device. Failure analysis of the controller ((B)(6)) revealed that the device passed visual examination and functional testing. Failure analysis of the returned controller ((B)(6)) revealed that the device passed functional testing, however a visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigated conducted under CAPA pr00381374, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is now closed, (B)(4) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the low flow event can be attributed to thrombus at the inflow cannula; the thrombus likely got ingested into the pump leading to the reported high power event, which likely further led to the reported vad stopped alarms. Possible causes of the vad disconnect alarms can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or physical disconnections of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with pump thrombus due to the ventricular assist device (vad) exhibiting high power and low flows. The patient received fluid. The vad stopped and would not restart despite exchanging the controller. The following morning, the vad was exchanged. No further patient complications have been reported as a result of this event.